Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that rebooting the system resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d15 applicable codes. Concomitant medical products: other relevant device(s) are: product ID: bi71000125.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to expose. There was no patient present.